Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for a routine generator replacement procedure. The ventricular lead exhibited low impedance. The device was reprogrammed and the patient would be monitored.